Event description:
Philips healthcare rec'd a complaint that one of the replacement x-ray tubes at the customer site had a tripped tempilable (temperature label) which indicated the temperature of the x-ray tube had reached seventy-nine degrees celsius (79 degrees cor 172 fahrenheit). The system is equipped with safety features that should prevent the tempilable from being triggered when 'perionning' the CT portion on the brightview xct camera. The next level of protection is the temperature switch on the x-ray tube that sets when the temperature of the x-ray tube reaches eighty-five degrees celsius (85 degrees c). When the temperature switch sets, the generator shuts off. According to varian, the x-ray tube is equipped with a single fault protection being the pressure switch. There is no secondary level of protection. The customer site has been instructed to not use the x-ray for performing pt scans. There was no report of harm to a pt or operator.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).